Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose (bg) level was in the 300's (mg/dl) with trace ketones. It was indicated that the customer administered manual injections to address bg level, and would treat ketones with fluids. In addition, the customer will use manual injections as alternate insulin therapy.